Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that low/short transmitter battery lifetime. Troubleshooting was performed. No further patient complications were reported. The device will not be returned.